Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case in a pocket and cleaned the pump with a wipe. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/17/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the audio bolus button was hard to press and found to be unresponsive. The button cover was removed and the internal plug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.